Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient imagery was provided by the complaint site and the valve can be observed crossing the aortic arch with a bent strut on the inflow side. Position of the damaged valve within the annulus was noted along with the damaged valve being deployed within the annulus. A puncture of the strain relief of the sheath was observed. A DHR review was performed and did not reveal any manufacturing related issues that would have contributed to the event. A review of lot history revealed no other complaints for damaged valve frame during use. Although the frame damage was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra) and corrective action preventative action (CAPA), which captures root cause analysis for the issue. The instructions for use (IFU), device preparation manual, and supplemental procedural training manual were reviewed for instructions relating to the complaint. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve and assemblies are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The frame damage was confirmed based on the provided imagery. Due to the unavailability of the device, no potential manufacturing non-conformance was able to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported in the complaint notes, there was mild calcification and tortuosity in the patient access vessel. Per the procedural training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. It is likely that these patient factors created a difficulty pathway for delivery system insertion that could lead to valve damage. Additionally, a puncture can be seen on the strain relief of the sheath. If the valve penetrated the hdpe and excessive manipulation was used to overcome the resistance, then it is likely that the exposed valve strut would have been bent during manipulation. As such, available information suggests that patient (tortuosity/calcification) and/or procedural factors (excessive device manipulation due to insertion difficulty) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A CAPA has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the investigation phase. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with sapien 3 ultra frame damaged resulting from high push force during use with commander delivery system and esheath configuration. To address the issue, a CAPA was initiated to drive corrective actions. This complaint event occurred prior to implementation of CAPA and the occurrence rate did not exceed the monthly control trending limit. The risks outlined in the pra remain the same. The pra documents the potential for annular rupture and tissue damage over time requiring additional intervention, which did not occur during this event. The pra remains applicable and no further action is required complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the physician commented feeling more than usual push force when advancing the 26mm commander delivery system/sapien 3 ultra valve through the 14f esheath. After the delivery system/valve were able to be advanced, valve alignment was performed. As the delivery system was advanced further, the physician noticed on fluoroscopy that one of the valve struts was bent. The valve was deployed without difficulty in a 90:10 aortic position, as intended. No central ai or pvl was observed during the post op echo. During the removal of the esheath from the patient, a hole was noticed on the constrained part of the esheath. Once homeostasis was achieved, the patient was able to leave the room.